Manufacturer narrative:
The t:slim x2 with ciq technology user guide states: "residual insulin remaining in the cartridge (unusable)." The t:slim x2 with ciq technology user guide states: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. Customer changed supplies to address occlusion alarms. Customer filled cartridges with the residual insulin from previously used cartridges, and used infusion sets longer than 48 hours. Tandem technical support educated customer regarding cartridge/insulin and infusion set labeling. There was no reported adverse impact to customer¿s blood glucose level.